Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported medical attention. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient went to the hospital to seek medical treatment, but gave no further information. No follow up attempts can be made due to the patient's phone number was not confirmed.